Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5074182) on 12-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("fibroid"), anxiety ("anxiety"), depression ("depression"), arthralgia ("joint hip pain") and fatigue ("extreme fatigue"). The patient was treated with surgery (total hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, anxiety, depression, arthralgia and fatigue outcome was unknown. The reporter considered anxiety, arthralgia, depression, fatigue, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: event date provided as (B)(6) 2017, same date for explant date of essure. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074182) on 12-jan-2018. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On an unknown date, 6 years 5 months after insertion and 1 day after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("fibroid"), anxiety ("anxiety"), depression ("depression"), arthralgia ("joint hip pain") and fatigue ("extreme fatigue"). The patient was treated with surgery (total hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, anxiety, depression, arthralgia and fatigue outcome was unknown. The reporter considered anxiety, arthralgia, depression, fatigue, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: event date provided as (B)(6) 2017, same date for explant date of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.